Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown if the mi was related to any of the abbott devices. On (B)(6) 2014: during a patient follow up visit no angina symptoms were noted. On (B)(6) 2015: the patient was symptomatic with cardiac or respiratory arrest and was admitted to the hospital. It is unknown if any treatment was performed for the patients symptoms. The patient expired on the same day due to heart failure. Concomitant medical products: (B)(6) 2011: 3.5x12mm xience v, 3.5x24mm endeavor; (B)(6) 2011: 3.5x12mm xience v, 3.5x24mm endeavor; (B)(6) 2011: 3.5x12mm xience v, 3.5x24mm endeavor; (B)(6) 2012: 3.5x12mm xience v, 3.5x24mm endeavor, 2.5x28mm xience v, 3x28mm xience v, 3.5x28mm xience v, 3.5x28mm xience v; (B)(6) 2012: 3.5x12mm xience v, 3.5x24mm endeavor, 2.5x28mm xience v, 3x28mm xience v, 3.5x28mm xience v, 3.5x28mm xience v, 2.75x38mm taxus liberte, 3.0x38mm taxus liberte, 3.5x16mm taxus element; (B)(6) 2015: 3.5x12mm xience v, 3.5x24mm endeavor, 2.5x28mm xience v, 3x28mm xience v, 3.5x28mm xience v, 3.5x28mm xience v, 2.75x38mm taxus liberte, 3.0x38mm taxus liberte, 3.5x16mm taxus element; therapy dates: (B)(6) 2012, (B)(6) 2015. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the index procedure date was (B)(6) 2009. The procedure was to treat a lesion in the proximal left anterior descending (lad) artery and an unknown multi-link vision stent system was advanced toward the target lesion and the stent was implanted in the proximal lad. On (B)(6) 2010: the patient was re-admitted to the hospital with old myocardial infarction (omi). Reportedly the omi was not related to the vision stent. A 3.5x12mm xience v stent was placed in the proximal left circumflex (lcx) artery and a 3.5x24mm non-abbott stent was placed from the left main trunk (lmt) to the proximal lcx to treat the omi. The patient was discharged from the hospital on (B)(6) 2010. On (B)(6) 2011: a follow-up coronary angiography (cag) was performed and restenosis was found in the multi-link vision stent. There was no angina symptom. On (B)(6) 2011: revascularization was performed on (B)(6) 2011 to treat the restenosis found in the multi-link stent by placing an unknown drug eluting stent in the proximal lad. The patient outcome was unknown. On (B)(6) 2011: the patient was symptomatic with unstable angina. Treatment for the symptoms was unknown. On (B)(6) 2012: four xience v stents were placed in an unspecified lesion: 2.5x28mm, 3x28mm and two 3.5x28mm xience v stents. The reason for treatment and lesion location were unknown. On (B)(6) 2012: the patient was symptomatic with a no-q wave mi and three non-abbott stents were placed in an unspecified lesion: a 2.75x38mm, 3x38mm and a 3.5x16mm non-abbott stent.

Manufacturer narrative:
(B)(4). Unique device identifier (UDI): in the absence of reported part number, UDI cannot be calculated. The device was not returned for evaluation. The reported patient effects of angina, death, myocardial infarction and restenosis, as listed in the multi-link vision rapid exchange coronary stent systems, instructions for use are known patient effects that may be associated with coronary stenting. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to operational circumstances.

Event description:
Newly reported information indicates that, per study physician, the relevance of the event and the implanted vision stent and xience v stents was unknown. It was reported from another hospital to the physician that the patient died of suspected heart failure. The culprit lesion of the unstable angina developed on (B)(6) 2011 was a proximal rca. The four xience v stents that were placed on (B)(6) 2012 were implanted from the proximal rca to the distal rca. The culprit lesions of the no- q wave myocardial infarction developed on (B)(6) 2012 were from the proximal rca to the distal rca. No additional information was provided.